Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 24 mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). After the transeptal puncture during the initial aspiration and flush of the was, air was aspirated into the device. The was was removed from the patient and a new access system was introduced. When the new was was placed the patient developed st segment elevation. A left heart catheterization was completed and a small amount of air was visualized in the right coronary artery. The patient became hemodynamically stable and the procedure was successfully completed. The patient fully recovered.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 24 mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). After the transeptal puncture during the initial aspiration and flush of the was, air was aspirated into the device. The was removed from the patient and a new access system was introduced. When the new was placed the patient developed st segment elevation. A left heart catheterization was completed and a small amount of air was visualized in the right coronary artery. The patient became hemodynamically stable and the procedure was successfully completed. The patient fully recovered.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman truseal access system (was) with the dilator in the sheath. The hub, sheath, and tip were visually and microscopically inspected. Inspection revealed no damage or defect on the device. Product analysis could not confirm the reported air embolism as clinical circumstances could not be replicated.